Event description:
It was reported that during the procedure an anterior communicating artery aneurysm (acoma) was treated using the subject stent. During advancement, when the subject stent reached the middle of the microcatheter, it became stuck and could not be advanced further. Upon retracting the subject stent delivery wire, the operator found that the subject stent had deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D2a common device name ¿ corrected d2b product code ¿ corrected d4 gtin ¿ corrected h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was found to be stuck inside of the microcatheter/hub. The distal stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed. Stent was broken/fractured during investigation. The stent introducer sheath distal tip was found to be damaged. Functional testing was not completed due to device condition. It is possible that the introducer sheath moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the device and failure to deploy the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. An assignable cause of procedural factors has been assigned to the as reported codes stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and as analysed codes stent deployed prematurely during use, sdw kinked/bent, stent introducer sheath distal tip damaged and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure an anterior communicating artery aneurysm (acoma) was treated using the subject stent. During advancement, when the subject stent reached the middle of the microcatheter, it became stuck and could not be advanced further. Upon retracting the subject stent delivery wire, the operator found that the subject stent had deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.